Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic. Upon interrogation, p wave amplitude variation and auto mode switch episodes that were being triggered inappropriately as baseline signals were noted. The patient performed isometrics and pocket manipulation but noise could be produced. No intervention or additional information was reported.